Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. A new ipp system was implanted. No further information has been provided. No patient complications were reported.